Event description:
Review of information indicates high rv pacing impedance and right ventricular oversensing noted. Inappropriate therapy delivered. Followup information indicates the lead is believed to be fractured and the system has been programmed to aai. It was further reported that there was pacing failure. It was later reported that there was no diagnostic data from the implantable pulse generator (ipg) device and implant detection did not complete on its own. Therefore the device was programmed to off and complete so diagnostics would be available. The ipg device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.